Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they went into the swimming pool and the insulin pump started to vibrate and flash. The customer's blood glucose level was 16.3 mmol/l. The customer corrected their blood glucose with the insulin pump before if stopped working. They reported that there was a crack in the battery compartment. The screen was also blank. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.